Manufacturer narrative:
Sample analysis: no eval has been performed on the complaint sample as it has not been returned from the user to date. The root cause cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during advancement of an embolization coil through a microcatheter into a large internal carotid aneurysm, the coil prematurely detached. The coil was retrieved using a micro snare. No harm was reported.